Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or molded voids were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. However, one of the ends of pipeline flex braid appeared to be not opened due to damaged braid. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery as no defect were found with pushwire and phenom 27 catheter. No resistance was observed during testing. However, the root cause could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported "controllability decreased" means that the catheter tip was slow to respond when tension was increased, and there was a risk of accumulated tension; there was no resistance problem between the phenom and the pipeline. The issues may be caused by the maneuvers performed to facilitate tip opening. There was no resistance in the catheter. There was no damage to the pipeline pushwire or catheter was observed.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for blood flow directed dense mesh stent implantation of a saccular, unruptured left internal carotid artery ophthalmic artery aneurysm with a max diameter of 9mm and a 5mm neck diameter. Landing zone: distal: 4.3mm and proximal: 4.9mm. Patient's vessel tortuosity was normal. Access vessel was the femoral artery with an 8mm diameter. Dapt (dual antiplatelet treatment) was administered, pru level 91. The angiographic result post procedure showed the replacement ped was successfully implanted. It was reported that after the system was in place, the tip of the ped could not be opened after the catheter was withdrawn from the m1 segment. It continued to be deployed for about 15mm and waited for 5 minutes but still could not be opened. An attempt was made to slightly push the delivery guidewire forward, and the proximal end opened but the tip remained unchanged. The system was pulled back to the internal carotid artery and an attempt was made to increase the pressure. The catheter controllability decreased and the stent tip remained unchanged. After it was removed from the body, it was found that the tip was rough. Due to the deterioration of the catheter controllability, the risk of damage could not be ruled out. The catheter was replaced to re-establish the access, and a 4.75 by 30 ped was successfully implanted. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an envoy sheath, navien5f guide catheter, phe27 microcatheter, and synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.